Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the cartridge compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 05/05/2014-correction:additional manufacturer narrative:correction to follow-up #1 device evaluation ¿ damage was observed around the opening of the battery compartment at the threads. The battery compartment was not cracked.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:the cartridge cap was not returned with the pump and was unable to be investigated. No issues were found with the cartridge compartment. A test cartridge cap was able to fully tighten on to the pump. Unrelated to the complaint, the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump but was not fully seated; there was no power loss. No evidence of moisture damage was found in the compartment. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.